Manufacturer narrative:
G4:27apr2021. B4:27apr2021. The customer evaluated the device with assistance from a philips remote service engineer (rse) and confirmed the reported problem. Discussed 2nd gen lcd - upgrading vs. Purchasing a 2nd generation user interface(ui) assembly. The rse provided part identification for ui assembly for replacement. Multiple attempts have been made to try to obtain further information about this case, but attempts have been unsuccessful. A review of service history found no parts were ordered or service requested. If additional information is later obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04aug2020.

Event description:
The customer reported the display was a very dark and redish color. The remote manufacture service technician discussed 2nd generation (gen) liquid crystal display (lcd) - upgrading vs purchasing a 2nd gen user interface (ui) assy with the customer. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.